Event description:
It was reported that the sensor had lost its electrical fiber and could not be found. The caller stated that the piece was not attached to the plastic "body" of the sensor. The caller believed that the electrode may have still been inserted in the user's body. The blood glucose reading was 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.